Event description:
Recoverable error on arm three of robot noted during case. Second error code noted when the vessel sealer coagulator froze. Staff were able to reboot the vessel sealer and the case continued.